Event description:
Information from clinical trial database. Ruptured acom aneurysm coiling with 1 axium coil qc-4-12-3d and 1 micrus coil 3x8. Complications: hemorrhage - sac perforation during first coil deployment. Patient discharged from hospital with no injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Information. Registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries. Enrollment started in 2008; enrollment ongoing. Target patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237..